Manufacturer narrative:
On (B)(4) 2014, customer technical support (cts) assisted the customer via telephone with bleaching the white blood cell (wbc) drain pathway. The customer indicated the wbc bath appeared to be draining effectively after bleaching the drain line. All samples and controls were rerun for verification. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff analyzer. The customer was running a sample when the leak was identified. The white blood cell (wbc) bath was overflowing and less than 1 ml of fluid leaked onto the counter. Test results were affected, however there were no erroneous test results reported out of the laboratory associated with this event. There were no instrument generated error messages in conjunction with the leak. The operator was wearing personal protective equipment of lab coat and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.